Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted electrical resistance and cross continuity test results were passed. Visual analysis found only outer insulation cosmetic cut/ explant damaged. No insulation breach was observed.

Event description:
It was reported that the patient presented with muscle twitching from a suspected insulation defect. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.